Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, two mitraclips were successfully implanted, treating grade 4 functional mitral regurgitation (mr) and reducing mr to grade 2. Patient anatomy included high left ventricle remodeling and leaflet tethering. On (B)(6) 2018, the patient underwent a second mitraclip procedure. Transesophageal echocardiogram was performed and noted that the clip in the central position was stable; however, the medial clip was detached from the posterior leaflet (slda). It was suspected that the clip was attached to the anterior leaflet and the subvalvular apparatus only and was responsible for a main eccentric regurgitation jet. Two additional clips were implanted; one between the two previously implanted clips and the other between the medial clip and the postero-medial commissure. The mr was reduced from grade 4++ to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The lot number is reported as unknown, because it could not be confirmed which of two clips experienced the single leaflet device attachment (slda): lot: 70314u105 or 70314u103. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to challenging patient anatomy/morphology (high left ventricle remodeling and tethered leaflets). The reported adverse event of worsening mr was a result of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.